Manufacturer narrative:
The field service engineer visited the customer site, assessed the device, and verified the reported issue. Upon inspection, the field service engineer discovered an abnormality with the speaker. After rebooting the device and conducting an operational check, which it passed, the device's functionality was deemed normal, and it was returned to service and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that the device had no sound. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) . A follow up report will be submitted upon completion of the investigation.